Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks in the vacuum circuit or a component failure. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys pump has been constantly alarming blockage. Customer was unsure about the size of the hole cut in the transparent film, but stated one was cut. Customer said it worked at first, but then began alarming after they got home and the tubing was disconnected to run it up her pants. Then it started alarming and had been doing so all day. Dressing remained compressed during alarm phase. There was no tape over aeration disc. No visible kinks in tubing. No drainage in canister so filter was not clogged by drainage or solidifier. Wound was on leg. It was mentioned that up until pump was placed, wound was extremely heavily draining and there is no drainage even coming through tubing. Troubleshooting was performed but it did not correct the problem. She was instructed to pause the therapy, disconnect, reconnect the tubing at the quick click then restart therapy. After 2 minutes over the phone and after restarting, it did not begin to alarm again. No harm or injury reported.